Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir ring was damaged. Customer cannot recall the blood glucose reading. Troubleshoot was performed. The location of the ring damage was from the top of the reservoir compartment. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked retainer, and minor scratched lcd window.